Event description:
Additional information provided indicated that there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the pump was in fair condition, the housing was damaged and the screen was scratched. Functional testing involved powering up the pump. When batteries were inserted into the device, the pump immediately alarmed with a blank screen and the reported issue could not be duplicated. One possible, but unconfirmed, problem source for the reported issue was listed as the circuit board. The circuit board was replaced. The downstream sensor was replaced as preventive measure. The scratched screen was replaced. Based on the investigation, the complaint allegation was not able to be confirmed due to the constant alarm when the pump was powered up.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited double beep with a "no cassette" message. Lens damage was also reported. No adverse effects were reported.